Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient developed a rash. The pacing system was inactivated and a parylene-coated system was implanted. No further patient complications were reported as a result of this event.